Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 122 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer also reported crack on the top of the insulin pump. Customer stated that the insulin pump was exposed to fluid. Troubleshooting was performed for insulin pump exposed to fluid. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.